Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The customer's report of an over infusion condition was replicated during the investigation. A review of the pc unit event log found that the heparin infusion was programmed as reported with the flow rate calculated at 22.5 ml/hr. According to the log, the infusion lasted a little over an hr and should have delivered approx 22.7 mls in that time period. The infusion was terminated by the user after they encountered several air in line alarms. A visual inspection of the pump module found a minor crack at the bottom right side along with dried yellowish fluid on the outside of the device as well as on the inside at the bottom of the bezel and on the membrane frame. Fluid contamination was also observed inside the air detector. Visual inspection also found the membrane frame assembly had been damaged (cracked) at the upper hinge area where the platen post is secured. As a result of the breakage, the platen was unable to maintain a stationary surface and was allowed to deviate away from its normal orientation allowing for periods of unregulated flow during the portion of the pumping cycle when the upper occluder finger controls the flow. Testing on the pump module was able to replicate the customer's report of an over infusion unregulated condition. The cause of the unregulated flow was confirmed to be the result of the cracked membrane frame hinge. The root cause of the breakage was not definitely determined; however, may be due to customer misuse possibly related to their cleaning solution and cleaning methodology.

Event description:
Adult male pt experienced an over infusion of heparin (concentration of 25,000u/250ml). Heparin was weight-based and intended programming was 18u/kg/hr - 22.5ml/hr. The entire bag of 250mls infused in one hr. The pt's coagulation times greatly increased. Pt was monitored; no medical intervention was provided.